Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, up and down keypad buttons were intermittently unresponsive and the ok button responded appropriately. There was evidence of keypad contamination found under all of the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.